Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and self test was not passed. The customer¿s blood glucose levels was unknown. The customer was assisted with troubleshooting. The customer was also reported that battery compartment was neither damaged nor corroded, battery cap was neither missing nor damaged, the spring was neither damaged nor corroded. The customer was reported that the insulin pump display did return after restart. The customer was advised to replace and discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08720 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using care link. Device powered up properly after the test battery was installed. Device was monitored for 3 days. No blank display noted. During visual inspection, the electronic assembly and motor had moisture damage. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.